Manufacturer narrative:
The reported issue that syringe cases cracked is confirmed based on class iii field correction; however no product was returned for investigation. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the (2) syringe cases cracked and the inner lower mount broken off and transducer seat is broken off. There was no patient involvement.